Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an attempt to implant the left ventricular lead, the coronary sinus was dissected. The physician then completed the procedure with a lead implantation in the his bundle. The patient was reported to be in stable condition.